Manufacturer narrative:
Additional information.

Event description:
Additional information was received indicating that the high pacing threshold was due to left ventricular (lv) lead dislodgement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A high pacing threshold was noted on the left ventricular lead. The lead was explanted and replaced. The patient was stable.